Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm. The device was simply removed from the patient. The procedure was completed with another wolverine coronary cutting balloon. There were no patient complications reported post procedure.